Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited oversensing during impedance test, which resulted in lead integrity alert (lia) being triggered for right ventricular (rv) lead oversensing of short interval counts (sic) and high rate non-sustained tachycardia. The device remains in use. No patient complications have been reported as a result of this event.